Manufacturer narrative:
Additional results for the alleged sample were provided: (B)(6) 2025: 4840 iu/ml. (B)(6) 2025: hiv 54.9 iu/ml. Correction: the sample from (B)(6) 2025 was taken on this day but was tested on (B)(6) 2025, generating the <20 cp/ml result. The investigation determined that a possible degradation of the viral load due to temperature/mishandling of the sample with the result of <20 copies/ml. Another possible root cause is the chance of proviral dna being detected if the workflow is not optimal. A product problem was not identified.

Event description:
There was an allegation of discrepant results with the cobas® hiv-1 (192t) with one patient sample tested on a cobas 5800 analyzer. It was reported that the patient has a history of target not detected (tnd) results and reported good adherence to antiretroviral therapy (arv). On (B)(6) 2025: the sample was tested at another lab on the cobas 6800 analyzer and the result was <20 cp/ml. On (B)(6) 2025: the sample was tested on the cobas 5800 analyzer using a different sample and the result was 2900 cp/ml. The sample was also sent for genotyping test; no results were provided.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.